Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that although the pump became unresponsive and stopped all insulin delivery. Customer reported a blood glucose level of 210 (mg/dl). It was indicated that the customer would use manual injections as alternate insulin therapy.